Event description:
The user has a history of intermittent sound quality issues despite previous equipment replacements and programming changes. The user denied any recent programming changes. Good benefit was achieved when the processor was able to be connected. Eventually, the device was explanted due to ongoing intermittent device.

Manufacturer narrative:
The device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report. This is a combined initial and final report.